Event description:
The customer called to report that insulin alarmed and squirted out insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime due to a loose drive support disk. The insulin pump also had a missing end cap sticker.